Event description:
It was reported that the procedure was to treat a narrow lesion in the mid left anterior descending artery. Pre-dilatation was performed and the 2.25 x 23 mm xience v stent delivery system (sds) was advanced to the lesion with slight resistance noted. The stent was implanted; however, a proximal edge dissection occurred which was treated with a new xience v stent. The patient outcome was good. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.